Event description:
It was reported that the ilet device¿s sleep/wake button was intermittently unresponsive, occurring at least once daily over several months, and persisted after a firmware update, leading to a device replacement; no alerts or alarms were noted, and the user managed glucose with oral carbohydrates as needed. Symptoms included hyperglycemia reaching a peak of 400 mg/dl and hypoglycemia of nadir 30 mg/dl necessitating oral glucose intake. Outcomes included transient user impact without hospitalization. Investigation included review of reported performance, trainer observation of the button behavior, and device replacement for further assessment. Investigation of this case revealed an intermittently unresponsive wake button consistent with a hardware component issue of the sleep/wake control, with no evidence of software alarms or systemic device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was a device hardware malfunction of the wake button mechanism.